Event description:
Additional information was provided by the surgeon. The patient experienced blurred vision postoperatively.

Event description:
Additional information was provided by the surgeon. The left eye was re-treated on (B)(6) 2015. The surgeon also provided postoperative pachymetry data after the first treatment and one year later. The images were reported to show a uniform thickening of the cornea from 30 to 40 micrometers. According to the surgeon this would not explain the reported event.

Manufacturer narrative:
Evaluation summary: review of the provided patient data files: the reported thickening of the cornea is very uniform all over and therefore does not explain the outcome, though it confirms some inexplicable progression of the cornea postoperatively. (B)(4).

Manufacturer narrative:
.

Event description:
A consumer reported an unexpected outcome after lasik surgery. The postoperative astigmatism was reported to be about 1 diopter higher than the preoperative value. Additional information was provided by the surgeon, including patient records. A re-treatment was scheduled. This is one of two reports sent for this consumer. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: no sample was returned for evaluation. The system history shows that the laser was verified successfully prior and after the date of treatment. A simulation of the reported treatments on same model device with photo paper was performed. The comparison of the treated profiles to the expected ablation profiles confirmed the shown treatment as printed on the treatment report. The results meet the requirements. Reviewing the log file for the day of treatment and several weeks before and after, it was determined the system works as intended. The review of the log files did confirm the correct function of the device according to specifications. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. No technical root cause was identified as the product was found to be within specifications. There is no indication the product caused or contributed to the reported event. The root cause cannot be determined conclusively. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).